Manufacturer narrative:
(B)(4). The device was manufactured november 11, 2015 ¿ november 12, 2015. The device was received for sample evaluation. Visual inspection revealed fluid in the bag that contained the device. The cause of the fluid was determined to be an untightened blue winged luer cap. A functional leak test was performed by refilling the device and manually tightening the cap. During and after fill, no evidence of a leak was observed from the device. The device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a small volume infusor after filling. There was no patient involvement. No additional information is available.